Manufacturer narrative:
Age or date of birth and weight: unknown/asked but unavailable. Explant date: if explanted, give date: not applicable, as the lens remains implanted. Reporter first/given name: unknown/not provided. Telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was observed near the center of a intraocular lens (iol) when it was implanted in the patient's operative eye. It remains implanted because the reporting physician decided to take a wait-and-see approach. No health damage including visual acuity has been reported. There was no patient injury. No further information provided.